Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2014 with the following findings: during testing, the display screen was dim and discolored. Unrelated to the initial complaint, the up arrow keypad button was intermittently responsive. The keypad cover was removed and contamination was found under the contrast, up and down arrow keypad button contacts.

Event description:
On (B)(6) 2014, the reporter called animas and alleged that the display was hard to read in the bright light of the patient's hospital room. The patient was hospitalized for surgery, had been npo for the day, and had a bg of 32 mg/dl with a severe headache. The reporter considered the low bg due to the patient's not eating. This complaint is being reported because of the dim display.